Event description:
It was reported that an alert/notification settings issue occurred. On the day of the event, the failure to alert occurred between 3 and 6pm. The patient normally used the smart phone and the receiver as a display device, but the day of the event the patient was at work, and his job does not permit smart phones, so at the time of the event the patient was only using the receiver. The patient did not receive an alarm for a low cgm reading, and the patient lost consciousness. The patient was "in and out of it for 10-20 minutes. Paramedics arrived at site, and when a blood glucose reading was taken this also read low. The patient was given 2 intravenous bags of glucose, and during a 3rd back the patient started to regain consciousness. The patient was brought to the hospital where the intravenous treatment was continued, and the patient was given glucose gel tubes. The patient spent a total of 4 hours at the ward, and when the blood glucose reading had stabilized, it was between 5.0 and 12.0 mmol/l, and the patient was able to eat and drink, they discharged him. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.